Event description:
The device was returned for a valve 1 actuation failure. Upon return, the device was reverted and recharge/hardware functional tests were performed. The device failed both tests. Log files were pulled and reviewed. No issues with the valves were found. When booted up, the valves are audible, but the air compressor makes a very faint sputtering sound, if any sound at all. Additionally, internal investigation found that the screw boss's of the front housing to the main pcba are broken. The air compressor and front housing will be replaced during the repair process.

Event description:
The following has been reported: biomed reported: pump problem error service required. No patient harm and no active infusion. A preliminary review identified the following issue: pneumatic valve actuation failure (valve 1) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.